Event description:
Physician attempted to place a 5x17 primus into (r) renal but it would not pass the lesion. The primus was pulled out (stent still on balloon). Physician then predilated with a 5x2 balloon (cordis). The stent was put back into (r) renal; only balloon went up to renal, while the stent came off the balloon and moved down to mid catheter. It was also reported that stent came off the balloon. Pulled catheter back into (r) iliac and deployed with primus 5x2 balloon. A second attempt was made to dilate with 8x2 (cordis balloon). A 6x17 primus stent was then placed into (r) renal.